Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.0/+1.0/109 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens. The vault value prior to exchange is reported as 120um; after exchange is reported as 230um. The problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. (B)(4).